Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was requested, and the following was received: what were the indications for surgery? Unknown. What surgical procedure was performed? Laparoscopic lar. Does the surgeon believe that there was an alleged deficiency of the cdh29p device that contributed to the post-operative leak on march 17th or were there other contributing factors? He had concerns it could have been related due to the fact it was his first time using this device. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Washer breaking sound and green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full 360¿s. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes. They both looked good. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Was the staple line visualized endoscopically during the initial surgical procedure? No. What was observed at the site of the leak upon reoperation? A small defect/opening by the staple line. Is the colostomy temporary or permanent? Temporary. Will be reversed in 3 months what is the status of patient? In hospital, but will be discharged tomorrow if healing persists. I spoke to dr. (B)(6) today and he informed me he felt the staple line looked good after the firing. He commented that he had to do a fair amount of adhesion dissection around the area of the staple line due to prior surgery. Competitive device was used during this dissection. He did comment it may have been a small burn not seen during the procedure. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that post op of a lap low anterior resection case on (B)(6), the surgeon used a cdh29p for the first time. Performed the procedure, did an intra op leak test, everything looked good. Patient stayed two days post op in the hospital and looked fine. Yesterday (B)(6), the patient returned to the facility ill. They did a scan found an abscess/leak. Patient had a colostomy this morning.